Manufacturer narrative:
Date rec'd by MFR: 08may2019. MFR site: correction. The customer confirmed the field service engineer (fse) replaced the power management (pm) board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4).; serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the system is locked. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.